Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a power (128-fxxx) issue. Reportedly, the patient received recurring replace battery warnings after battery was replaced. Review of alarm history indicated that there was two replace battery warnings on the day of the call. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Manufacturer narrative:
(B)(4). Device evaluation: the insulin pump has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: visual inspection of the pump found some cosmetic damages. Review of black box data found multiple reported call service warnings on the day of the complaint. The battery cap was not returned and a test battery cap was used for the evaluation. The pump power on and functioned properly. A rewind/load/prime sequence was executed without incidents. Electrical current draws were within specifications. The investigation confirmed but was unable to duplicate the reported call service alarm issue. The pump casing was opened to further investigate and evidence of moisture intrusion was found on multiple electrical components.